Manufacturer narrative:
Patient information obtained and provided above. Correction: initial reporter updated.

Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Resolved at the time of issue.

Event description:
A medtronic representative reported that during procedure, the imaging system tracker could not be seen but were able to see patient reference frame. . It was reported that there was a green line of communication to the imaging system. Rebooting the system resolved the issue. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No known impact on patient outcome.